Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was the right atrial (ra) lead that malfunctioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead helix became difficult to extend after screwing in twice. This lead helix was observed to be protruded following rotating for about 15 times, 18 rotations were required to retract the helix. This lead was explanted and replaced. No patient complications have been reported as a result of this event.